Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
This is not applicable as there was no patient involvement. There was no patient involvement.